Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set disconnected from the titanium adapter. This occurred during use of the devices for peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was added to b5: during follow up, it was reported that the patient received 3 days prophylactic antibiotics with levofloxacin. Should additional relevant information become available, a supplemental report will be submitted.